Event description:
It was reported that during a follow-up externalized conductors were observed. At a subsequent follow-up noise events and decrease pacing impedance were observed. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.